Event description:
Report received of a tubing separation during an infusion of tpn. The customer states the separation occurred behind the filter where it should be fused to the tubing. The pump alarmed, an unspecified alarm, and the patient noted that leak immediately. The leak occurred four hours into the infusion. The amount that leaked is unknown to the reporter. The patient did not experience a decrease in blood sugar. The remainder of the tpn was wasted. The patient hung a new bag of tpn with a new tubing set. No report of adverse patient effect. Additional patient information was requested, but no further information was available.